Event description:
This unknown patient was admitted for coronary evaluation. The primary indication for the procedure is not known. Angiography revealed two long lesions, one in the proximal lad and one in the proximal through mid lcx. A 3.0 x 33 mm cypher stent was implanted in the proximal lad. A 2.75 x 18 mm cypher stent was implanted in the mid lcx. Then a 2.75 x 23 mm cypher stent was implanted in the proximal lcx, overlapping the edge of the first. The artery was no intra-myocardial and there was no bridging noted. Ivus was conducted (results unknown). The patient was discharged with order for permanent aspirin and clopidogrel for 1-year duration. Approximately three years post index procedure, the patient presented with inferior myocardial infarction. The patient was currently taking aspirin. Angiography revealed a stent thrombosis in the cypher stents in the lcx. Additionally, it was noted that there were two separate stent fractures. In one of the stents the fracture was complete (circumferential) and there was a separation of the fracture stent segments. The vessel was successfully treated with a balloon angioplasty (maverick balloon). The patient was discharged home in stable condition.

Manufacturer narrative:
There is no additional information forthcoming or available. Additionally, the procedural films are not available. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Thrombosis is a known potential adverse event associated with coronary artery stenting. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events following stent implantation included pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. Recently, stent fracture has been recognized as a new potential mechanism of thrombosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Complete stent fractures are likely related to mechanical stress resulting from cardiac contractions. There is no evidence to suggest that this event is related to a manufacturing issue or any other defect of the device. Based on the limited information, it is not possible to draw a conclusion about a clinical relationship between the device and the events. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Another country distributed cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2008-02219.